Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the rv lead was repositioned due to increased thresholds. During the revision, the physician noted the insulation of the ra lead to be "defective." The physician was able to repair the rv lead. Both leads remain in use. No patient complications were reported as a result of this event.